Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information provided with the initial report in section h6 as 4613 (t007) was incorrect.

Event description:
Customer reported via phone call that they experienced low blood glucose level and was treated by emergency medical services on (B)(6), 2016. Customer experienced hypoglycemia again on (B)(6), 2021. Customer stated that when they were on medtronic insulin pump it was difficult for them to control there blood glucose and they also suffer from high blood glucose. On (B)(6) 2019 medtronic did not notify about retainer ring defect or recall. Due to which customer continue to use defective insulin pump which result in hypoglycemia due to insulin overdose, alerted mental status, loss of consciousness which resulted into fracture in second metatarsal bone on left foot and was treated by emergency department. Customer reported retainer ring was broken. On (B)(6), 2020 customer reported hypoglycemia, altered mental status and diabetic seizures which was treated by emergency medical services. Customer was using auto mode. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and was treated with an emergency medical service. Customer also reported diabetic keto acidosis and got treated by ems. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the event, and whether the auto mode feature was active at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 with this report. In addition to that, health effect - clinical code for diabetic ketoacidosis [2364] and high blood pressure/ hypertension [1908] was removed.

Event description:
Updated summary: this case is for the jan 1, 2018 event. Please see case: (B)(4) for the jun 27, 2016 event, case:(B)(4) for the aug 6, 2016 event, and case: (B)(4) for the mar 14, 2018 event. Please see case: (B)(4) for the feb 23, 2019 event, case: (B)(4) for the apr 5, 2019 event, case: (B)(4) for the jun 14, 2019 event, case: (B)(4) for the oct 27, 2020 event, case: (B)(4) for the oct 31, 2020 event, case: (B)(4) for the jan 1, 2021 event, case: (B)(4) for the jan 7, 2021 event, and case: (B)(4) for the jan 9, 2021 event. On (B)(6) 2022, customer reported that she had a low blood glucose on (B)(6) 2018 and was treated by paramedics at her home. Pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if auto mode was used.